Manufacturer narrative:
One medfusion pump was returned for analysis. The visual inspection of the pump found cracked right plunger case. Functional testing included "motor drive and occlusion test". The pump recognized 60 b-d as 30ml during occlusion test. The customer stated issue was able to be duplicated. The problem source was identified as mechanical issue. It was found that the barrel clamp spring was going over the barrel clamp rod.

Event description:
Information was received indicating that a smiths medical medfusion pump "shut off" during infusion of rocephin medication. No patient consequences were reported, and no adverse effects were reported.